Event description:
It was reported that when the asymptomatic patient presented to the clinic for follow-up, the device was found to be in backup mode with no backup defibrillation function on (bdfo). The device was successfully restored through a firmware download.